Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved connecting the sample to a cadd legacy plus pump to look for unusual functions. The sample primed fully, connected with no difficulty and no alarms occurred when the pump was set to run. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed. Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during use a smiths medical cadd medication cassette reservoir may have caused an alarm. Per reporter a "no message" alarm sounded. It was reported that subsequently the pump was replaced. No adverse patient effects were reported.